Event description:
Reported as; this email is to document my finding from patient who had lap band placement with a 10 cm band. She had experienced loss of restriction following an adjustment, so I presumed she had a port leak. At surgery, I was initially unable to find a port leak. I injected the septum (silicone plug) with saline using a huber needle but did not see any bubbling from any part of the casing or tubing as I expected. I then injected with methylene blue and again did not see any leak. At this point, I had the or team try to phone you and him. I proceeded with diagnostic laparoscopy to see if there was a leak from the inflatable inner band cuff. I opened the scarred band capsule and could see the methylene blue within the inflatable cuff, but there was no extravasation. I then accessed the bandport and held pressure with the band fully inflated but again could see no leak from the inflatable cuff or any of the band tubing within the abdomen. However, this time I noticed that when I held pressure at 4 ml, I did see some methylene blue bubbling out of the septum of the port itself through a needle hole (all access attempts had been made with huber needles). This was the only time I ever saw saline or methylene blue leaving the band system. At this point, he returned my call and explained that if I could see no leak besides the bubbling out of the septum, that I should change the port. This I did, and then tested the new port and found no leaks. I left 2.5 ml of fluid in the band (she had previously been adjusted to 3.0 ml), and I have not heard from her regarding loss of restriction since then.

Manufacturer narrative:
Medwatch sent to FDA on: 08/jun/07. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing." No additional information has been reported to inamed regarding the serial number.